Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call on 29-dec-2021 to ensure customer had received the replacement products and that they are working as intended - able to establish contact with customer who stated they are comfortable with the glucose readings from the replacement products.

Event description:
Consumer called to inquire about obtaining testing supplies; customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 03/31/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.